Manufacturer narrative:
(B)(4). New internal assessment addresses the use of incorrect donor parameters on trima and gives an estimation of low risk to the donor, with a rare rate of occurrence and a limited likelihood of injury (minor, transient and self-limiting). DHR was reviewed and no problems were noted. The support specialist who handled the call gave the customer some re-training as to the danger of running a donor with the wrong parameters because of a possibility of over-delivery of ac, the possibility of over-collection of volume, and because of the possibility of over-collection of platelets. Root cause: operator error.

Event description:
This report is being filled as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. The operator incorrectly entered (B)(6) as donor height, instead of (B)(6) on (B)(6) procedure. Donor returned on 11/3 to donate and there were no problems following the (B)(6) collection. The caridianbct clinical specialist made the customer aware of the safety risk of ac over-infusion that may occur by running a donor on the wrong information. The donor did not experience any adverse symptoms, nor was any medical intervention required in this incident. No service call was placed for this incident because it is attributed to operator error, not a deficiency with the machine. Patient name/identifier not disclosed by facility.